Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the battery cap can no longer be tightened to the lid; it seems that it was cracked. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer reported damage to the battery tube threads. The customer mentioned pump functionality was not affected. No harm requiring medical intervention was reported. The customer will discontinue using the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Using a test battery cap. The pump was received with cracked battery tube threads and cracked case at the corner of the belt clip rail near the battery compartment. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, missing serial number label, pillowing keypad overlay, cracked keypad overlay at the select button and stained keypad overlay. The metal contact was missing from the battery cap. Damage- cracked battery tube threads confirmed at the back of the pump. Damage-battery cap confirmed. For additional information regarding the tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.